Event description:
As reported by the user facility (translation of user facility info by (B)(4)): the pump has been reported as having been involved in a clinical incident. The customer specifically requires the electronic history downloaded from this pump, saved and forwarded onto them in an electronic format either via e-mail or on a cdrom. This is to satisfy their nhs trust internal clinical incident reporting system. The customer has also enclosed a giving set of the type of currently used on the ward concerned. It has only had tap water in it used for test purposes. The report states: drug: intravenous acicloir. This would have been made up in a 60ml bd plastipack syringe and infused over one hr. I do not have access rates of infusion or the total volume of fluid involved. However ,after reviewing the drug chart, the volume of fluid to be infused would have been at least 40mls meaning the rate would be set at least 40mls/hr. The infusion had to be completed its volume of fluid to be infused and was alarming when noted that the extravasation injury had occurred. The pump was responded to by switching the alarm off and turning the pump off. Pressures are set to 3. Ref MFR # 9610825-2013-00174.